Manufacturer narrative:
Additional narrative: examination of the returned device confirms the complaint; the internal threaded portion of the inserters are bent and the threads are heavily nicked and damaged. It appears the internal threaded inserter was used without the outer guard component which protects the threads and the shaft. Review of the as400 found this product code was made obsolete in april of 2016. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threaded shaft was bent.